Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that therapy worked for a couple weeks, and now the patient was peeing all over the place before getting to the bathroom. They could not get the two devices (communicator and handset) to work. When they felt urine coming, they would grab their penis and choke it off. They would run to the bathroom and their urine would come out like a fire hose. When they were finishing peeing, the discomfort would come in. The end of their penis felt red hot and not comfortable. When they first got the implant they went up to 2.1 volts and got an unpleasant feeling under the testicles and backed it off and left it there. The patient had been reading the literature and it said it was for the bladder and that is what they got it for, but they read it was for the bowel too. For years they would wake up in the morning and go to the bathroom and take a king-sized dump. Now they were peeing all over the place and also excreting a little bit of fecal every 20 minutes. They were spending all their time on the toilet. They said this started about a week ago. About 4-5 days ago, they said they were fine when they were sitting in the car, but as soon as they got out and stood up they were going. They noted they had a call in to the surgeon and they talked to their coordinator. They said to call their doctor and they would get a call some time next week. When asked if they had any falls or accidents or anything around that time frame when they had the return of symptoms that could have caused the change, they did not answer about falls or accidents. They wanted to know if sexual activity was ok because they were was having sexual activity 2-3 times a week. They said it was mainly oral not intercourse. They also noted they had a penile prosthesis because when they were twelve years old and playing soccer, they got kicked in the testicle and smashed it. The patient was walked through how to check their settings. Their current settings were program 1, therapy on, 1.8 volts. On the call they increased the stimulation to 3.0 volts. They were advised to monitor their symptoms for a couple days and see if their symptoms improved. It was also recommended they follow up with the doctor.